Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported difficulty in lifting corneal flaps during lasik procedures. Stromal adhesions which cover 100 percent of the interface caused a mechanical resistance to the progression of the micro lifter. Micro bridges around the perimeter of the capsule required forcing to break circumferentially. There are multiple related reports for this facility. This report addresses patient number five¿s unknown eye on (B)(6) 2021 and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of the log file for the day of treatment showed no abnormalities of the device during all treatments. The energy was stable and there was also no vacuum issues detectable. According to the handling it seems that there were more than one user operating on the system with the same login in and also the same treatment settings. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. The log file shows that the bcc (beam control check) for right eye was done four minutes and for left eye one minute before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye and left eye were finished successfully without any issue. The thickness of the flap for right and left eye is thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively the manufacturer internal reference number is: (B)(4).